Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen was cracked; cause was unknown. Additionally, the usb charging cable was damaged. Customer's blood glucose was 193 mg/dl. Reportedly, customer continued to use the pump and had manual injections for alternate insulin therapy.